Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) reading of 430 mg/dl with extreme thirst and excessive urination, increased anxiety, and a trace level of ketones. The patient allegedly remained on insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the time and date settings on the pump reset to default values after the battery had been removed from the pump for less than 24 hours. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen; therefore, the issue is not likely to cause an adverse event. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 03/01/2017-product analysis: the device was returned and evaluated by product analysis on 02/06/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The battery was removed for 23 hours; the time and date settings were properly maintained when the battery was reinserted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.